Manufacturer narrative:
The pump and catheter were returned and analysis found catheter/catheter body/hole or tear caused by catheter connector pin. Different catheter was found catheter/sc connector/tear in seal near guide ring. No anomaly on pump was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h845402805, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: h845402805, ubd: 15-oct-2014, (B)(4); product ID: 8596sc, serial/lot #: h898801114, ubd: 13-sep-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving lioresal, 2000 mcg/ml concentration at 933 mcg/ day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that patient had baclofen withdrawal with return of symptoms approximately mid (B)(6) 2018. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Complete explant with replacement occurred and explanted catheter and pump were being returned to see if cause of withdrawal could be determined. Tracking number was given. Patient was given oral baclofen up until replacement. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.